Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit was delivering sustained higher pressure than requested. There was no report of patient injury.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve and positive end expiratory pressure safety valve were ordered for replacement.